Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed because no sample was returned for evaluation. However, the results of our investigations on similar complaints have identified a manufacturing related cause. Further investigation has been initiated with the manufacturing site and a field corrective action has been initiated under our reference number 2518433-07/28/2015-005-r that includes the reported lot number. A recall number and classification has yet to be issued for this action.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's basilic. During insertion of the peel-away sheath and catheter, the clinician attempted to split the sheath on the proximal end for removal which resulted in the "wing grip" on the sheath breaking off. The clinician carefully split the sheath manually with her fingers and removed the sheath. There was a delay in treatment with no patient harm and no patient death or complications reported.